Manufacturer narrative:
(B)(4).device evaluated by manufacturer:visual inspection examination of the returned device revealed no anomalies along entire length of the wire were observed. Four kinks were observed along the poly tip section. Additionally the coating was scrapped, peeling along the entire body. The guide wire outer diameter was within specification.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.(B)(4).

Event description:
Reportable based upon analysis completed on (B)(6) 2011.it was reported that during a percutaneous transluminal angioplasty treatment procedure insertion difficulty occurred.the 95% stenosed target lesion was located in the moderately tortuous forearm shunt. When a 18 135cm transend guide wire was removed from the hoop the tip of the device was kinked. During the attempt to insert the transend guide wire into a 6f non bsc introducer sheath the tip of the device deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.returned product analysis revealed guide wire peeling.